Manufacturer narrative:
There was no patient involvement, thus no patient data is available. There is no expiration date for this product. This product was inspected on site and replaced. The light in question was shipped back to stryker communications on (B)(4) 2011 and was received (B)(4) 2011. Evaluation summary: it was reported that led light head had come loose from the cardanic. It was further reported that nothing fell. Upon further investigation it was found that the circlip was lose. The circlip is used to hold the light head to the cardanic. If the clip is improperly seated or missing there is a potential for the light head to fall. If this were to occur during a case it could have resulted in a serious or severe adverse health event. In this instance there was no report of patient involvement or adverse consequence. This is not a single use device.

Event description:
(B)(4). It was reported that there was a problem in operating room 7 with the led light coming loose from the cardanic. Nothing fell, the customer was able to make adjustment and it appears to be on again.